Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1950. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized. The cause of the event was not reported. On unreported date(s), the patient was treated with an unknown antibiotic for fourteen days (route, medication, dosage, and frequency) for the peritonitis. After five days of hospitalization, the patient was discharged. It was not reported if dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.